Manufacturer narrative:
(B)(4). Batch # p58r5k. Device evaluation: the analysis results found that the tlc10 instrument was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal 10 drivers up without staples; the remaining drivers were down with staples present. Further analysis show that an anvil tip was found lodge inside the chanel half, the anvil tip was removed and the swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, when "the knife did not move forward at the first firing." Did the device deliver staples? No information. If yes, was the staple line complete? No information. No further information will be provided.

Event description:
It was reported that during an open gastric tube formation, the knife did not move forward at the first firing. The device was used on the gastric body. Another device was used to complete the case. There were no adverse consequences to the patient.